Event description:
(B)(4). Sleep apnea, dental issues, hives/rashes, ringing in ears, mood swings, anxiety, numbness, tingling in arms, dizziness, headaches, bowel issues, metallic taste in mouth, gas, nausea, chronic pelvic pain, spine pain, hip pain, lower back pain, long menstrual (17days), painful intercourse, painful periods, bleeding after sex, night sweats, excessive bleeding during periods, hot flashes, discharge, sharp/stabbing pelvic pain, cramping.